Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an angioplasty procedure, while mapping, the electrocardiogram began to show st segment elevation and low artery pressure. At this time mapping was stopped and medication was administered to help regulate blood pressure. An ultrasound was performed revealing the coronary artery was not functioning properly and the patient was transferred to the hemodynamics sector for evaluation. While waiting for transport, the patient went into ventricular fibrillation and a cardiac massage was started and a shock with a defibrillator was performed to stabilize the patient. The patient was transferred to hemodynamics and a dissection of the right coronary artery was observed which was thought to be spontaneous. A stent was placed in the right coronary to stabilize the patient and the patient was discharged two days following the procedure. There were no performance issues with any abbott devices.